Event description:
It was reported that under fluoroscopy, an outer insulation breach was noted on the rv lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.